Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Patient information . Section e1: telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal intraocular lens (iol) had misfired as the cartridge tip inserted into the eye. There was a two (2) minute delay in procedure. There was no vitrectomy, incision enlargement, or sutures required. The patient's status was reported as unknown. No further information is available.